Event description:
Maude report (B)(4) indicates that, since receiving depuy metal-on-metal hips bilaterally, she has experienced fatigue, nausea, and vomiting that has caused her to be hospitalized several times. She indicates that she tested positive for elevated cobalt and chromium levels, and was advised by her doctor to undergo revision. The report seems to indicate that one of her hips was revised. She requested that her new hip not be depuy product; however, she states that she was given another depuy metal-on-metal hip and is concerned about ongoing illness because of it.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Maude report (mw5032248) indicates that, since receiving depuy metal-on-metal hips bilaterally, she has experienced fatigue, nausea, and vomiting that has caused her to be hospitalized several times. She indicates that she tested positive for elevated cobalt and chromium levels, and was advised by her doctor to undergo revision. The report seems to indicate that one of her hips was revised. She requested that her new hip not be depuy product; however, she states that she was given another depuy metal-on-metal hip and is concerned about ongoing illness because of it. Doi 2008 or 2012 - dor 2012 (hip) the devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.